Event description:
It was reported that during the implant procedure the physician had difficulty placing the passive lead. No p-waves or capture could be determined. The lead dislodged after device hook up. The physician then removed the lead and an active fixation lead was implanted instead. It was noted that the patient had a huge right atrium and that the physician had determined that the patient was in fine afib (atrial fibrillation). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).